Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2018-05693 was submitted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a speaker malfunction from the mx40 telemetry device. The device was not in use on a patient.